Manufacturer narrative:
This report is filed on (B)(6) 2016.

Event description:
It was reported that the patient's device was explanted on (B)(6) 2016 due to recurring middle ear infection. There are no plans to re-implant the patient with a new device.

Manufacturer narrative:
This report is submitted january 11, 2017.